Manufacturer narrative:
Findings: motor error alarm noted during rewind due to corroded motor home switch. Unable to perform displacement test, basic occlusion test, prime/a33test, excessive no delivery test and occlusion test due to motor error alarm. Moisture damage on vibrator motor and electronic assembly noted. Unit had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.